Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard intermittent alarms and felt chest numbness at the same time. The patient was in stable condition, and a log file was sent in for analysis. A review of the log file found three low speed operation alerts. Additional information was received that the doctor did not do any diagnostic testing, but the doctor believed there was no evidence of thrombus. The patient was stable. Review of the patient's log files found several low speed and low voltage events. The patient confirmed that the low speed alerts were present when the patient was connected to the power module. The low voltage alarms were present when the patient was connected to battery power. The physician decided to exchange the patient's system controller and continue observing the patient. The alarms were reported to have resolved after the system controller was exchanged.

Event description:
Related MFR #: 2916596-2022-01279.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarms can be confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller, serial number (B)(6) and contained events recorded from the time stamp of day 838, 10 hours and 30 minutes to 844, 13 hours and 26 minutes where power cable disconnect and intermittent low battery advisory alarms were recorded. The associated voltage levels suggested that the low battery advisory alarms occurred while on batteries and some of these alarms appeared atypical. The data recorded on day 843, 2 hours and 12 minutes revealed some speed reductions (6660-8270 rpm) below the low speed limit (8800 rpm) accompanied by elevated power (11.1-18.8 w) and pi (14.3-14.6) levels. These events occurred while the system controller was powered by the power module. The returned system controller was functionally tested while connected to our laboratory equipment and it was found to function as intended. A full functional test was performed, and the system controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. A specific root cause for the alarms/events captured in the log file was not able to be determined and the investigation did not identify a correlation between the system controller and the events. Per the additional information, no further alarms were reported after the system controller was exchanged. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. The patient handbook covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. No further information was provided. The manufacturer is closing the file on this event.